Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the intervention, vad implant date, csv files, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited power consumption above normal limits and was associated with high watts alarms. There was high suspicion for a vad thrombosis as the patient's international normalized ratio (inr) was 1.3 and lactate dehydrogenase (ldh) was over 4000. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) and outflow graft were not returned for evaluation. Log file analysis revealed several increases in power consumption starting (B)(6) 2021, each followed by slight decrease in power consumption through (B)(6) 2021. 12 low flow alarms were logged since (B)(6) 2021 and 14 high watt alarms were logged since (B)(6) 2021. As a result, the reported high power event was confirmed. Information provided by the site indicated that the patient experienced high power consumption and pump thrombus was suspected. Blood samples and a computerized tomography (CT) scan were performed and the patient was treated with two rounds of tissue plasminogen activator (tpa), which correlates with the observed decreases in power consumption in the controller log files. Additionally, it was reported the outflow graft was stented for an outflow graft thrombus. The patient chose to stop all treatment and subsequently expired. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, thrombus and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus forma tion/ingestion. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropria te pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14, d12 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: (B)(6) the ventricular assist device (vad) was returned for evaluation. The outflow graft with unknown lot number were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Log file analysis and review of the available autologs report revealed several increases in power consumption starting 01-may-2021, leading to parameters above normal operating range, each followed by decrease in power consumption through 05-may-2021; 12 low flow alarms were logged since 22-apr-2021 and 14 high watt alarms were logged since 03-may-2021. As a result, the reported high power event was confirmed. Information provided by the site indicated that pump thrombus was suspected, and the patient was treated with two rounds of tissue plasminogen activator (tpa), which correlates with the observed decreases in power consumption in the controller log files. Additionally, it was reported the outflow graft was stented for an outflow graft thrombus. The patient chose to stop all treatment and subsequently expired. Failure analysis of the returned pump revealed that the device passed dimensional verification. Visual examination revealed scoring marks on the lower housing ceramic surface. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Post-explant functional analysis was not possible since the impeller was not returned with the pump. Internal pathological report revealed no evidence of thrombus within the device. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: unknown h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that blood samples and a computerized tomography (CT) scan were performed. The patient was treated with two rounds of tissue plasminogen activator (tpa), and the outflow graft was stented for an outflow graft thrombus. The patient then chose to stop all treatment and subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: unk / serial or lot#: unk UDI #: asku d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: yes h6: patient ime code(s): e0514 h6: imf code(s): f19, f02, f2203, f2303 h6: img code(s): g07001 h6: FDA device code(s): a24 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional information has been requested regarding the outflow graft lot number, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.